Manufacturer narrative:
No sample was received for evaluation since the sample was discarded by the customer. Based on the lot number provided, the plant had completed the batch history record accordingly. This lot number was manufactured as per the defined device master record. All acceptance criteria were met and this batch was released meeting all the acceptance criteria. The possible root cause for partial deflation is usually associated with the inflation medium mechanism in route into the retaining balloon. If the orifices are off center and located too near to the balloons edges, this will lead to pressure exerted in a non-symmetrical manner, which can lead to a blockage creating the non-deflation issue. Corrective action will be limited to manufacturing awareness. This complaint will be recorded for tracking and trending purpose.

Manufacturer narrative:
Submit date: 02/12/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer states that the balloon would not deflate during use on a patient. The patient was with delirium and tried to pull his foley catheter out and it lodged in the shaft of his penis. The nurse and md tried to deflate the bulb without success, the md was able to pull the catheter out but the bulb was inflated causing trauma and bleeding.